Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. The precise cause for a broken knee scorpion tip insert (bottom fixed jaw) could not be determined. Confirmed the knee scorpion bottom fixed jaw (tip insert) heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event. Unable to perform function test due to the related condition.

Event description:
It was reported that during a knee procedure, the internal mechanism on the top jaw of the ar-12290 knee scorpion was not working properly. The case was completed using a backup ar-12290. This is now reportable. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
The precise cause for a broken knee scorpion tip insert (bottom fixed jaw) could not be determined. Confirmed the knee scorpion bottom fixed jaw (tip insert) heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event. Unable to perform function test due to the related condition.